Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient died and they stated that the system failed to alarm. The device was reported to be in use on a patient, it was reported a patient died.

Event description:
The customer reported that a patient died and they stated that the system failed to alarm. The device was reported to be in use on a patient, it was reported a patient died.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to troubleshoot the issue. The tc checked the customers alarm configurations and pulled the audit log data. The audit log data was reviewed by a clinical product specialist (cps) who confirmed that the system appeared to alarm and the alarms were silenced thirty minutes after the patient went into an asystole event. The customer silenced the alarms from the affected patient nine times across the span of two hours. Additional information was requested to aid the investigation but after four good faith efforts not additional information was received. There was no malfunction of the philips system. The audit logs indicate that the system was alarming as intended and that the customer silenced the alarms from the central station nine times. The device remains on site and in use.